Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The hub of the dilator was separated from the dilator body. Under microscopic examination, the interior of the dilator hub and dilator body was observed to be white at the separation point, indicating stress. There was also one slight kink in the dilator, also indicating excessive force. The dilator contained one bend 0.866 inches from the distal tip. The dilator body was found to be within specification, confirming that the entire dilator body was returned. The outer and inner diameter of the dilator were measured and found to be within specification. A device history record review could not be performed as the lot number was not reported. The IFU provided with this kit warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. (Con't). The customer report of the dilator separating during use was confirmed by visual examination. The dilator hub was separated from the dilator body. The point of separation had a rough and white appearance, indicating stress. A kink was also found near the distal end of the dilator, also suggesting the dilator was used with excessive force. Based upon the observed damage, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the dilator broke during use. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator broke during use. A new set was used and the procedure was completed successfully.